Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced an increased frequency of device charging, changing from every three days to every day. The patient also reported back pain and difficulty with the controller connecting to the device. The implantable neurostimulator battery was noted to be draining daily. The patient had not made any changes to the device settings and was using a voltage of 4.2v. The patient contacted a representative and the device was turned up two or three times. The patient was unable to make changes to the device as the coverage was reported to be good. Troubleshooting did not resolve the issue, and the patient was redirected to their healthcare provider for further evaluation and management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.